Manufacturer narrative:
This report is submitted on october 19, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [90371 - device analysis report.pdf]

Event description:
Per the clinic the patient developed (B)(6) infection at implant site and was treated with IV antibiotics. The device was explanted on (B)(6) 2017. There are no plans to reimplant the patient as of the date of this report october 19, 2017.